Event description:
The customer observed falsely elevated alinity I troponin results generated on an alinity I processing module for a young female who was hospitalized for 20 days for chest pain. The alinity hs tni results are very high using plasma (around 4000 pg/ml) and serum (400 pg/ml). The samples were retested on roche troponin t which generated a negative result. The samples were retested on siemens troponin I and the results were <lod (limit of detection). The samples were run with 1:10 dilution generating a positive result on siemens. There was no impact to patient management.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I stat high sensitive troponin-I reagent, lot 79022ud00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the customer¿s issue. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. A returned sample analysis was conducted. The sample was tested neat and 1:10 dilution with a retained reagent kit of lot 79022ud00. The result of the neat sample was 3766.3 ng/l and the diluted sample was 5477.5 ng/l resulting in a difference of 45.43%, which is not within the percent difference standard deviation of 3.65%. Heterophilic blocking tube (hbt) interference could not be tested as the sample was accidentally dropped while preparing for the additional steps of testing. Accuracy testing was performed. All validity and acceptance criteria were met, indicating the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent, lot 79022ud00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13-34 that has a similar product distributed in the us, list number 4z21, 510k k202525. All available patient information was included. Additional patient details are not provided.

Event description:
The customer observed falsely elevated alinity I troponin results generated on an alinity I processing module for a young female who was hospitalized for 20 days for chest pain. The alinity hs tni results are very high using plasma (around 4000 pg/ml) and serum (400 pg/ml). The samples were retested on roche troponin t which generated a negative result. The samples were retested on siemens troponin I and the results were <lod (limit of detection). The samples were run with 1:10 dilution generating a positive result on siemens. There was no impact to patient management.